Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument and perform failure analysis (fa) evaluation. Fa did not confirm the customer report complaint and found the instrument was fully functional; no product issue was identified.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, while attempting to use the fenestrated bipolar forceps (fbf) instrument for hemostasis, there was no energy delivery to the tips of the instrument. There was a small amount of bleeding that occurred while dissecting the myoma but was resolved by using a backup fbf instrument. The procedure was completed robotically and there were no post operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the fenestrated bipolar forceps (fbf) instrument that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed. A review of the instrument log for the instrument (lot number: k11230727-0250) associated with this event was performed and showed the instrument was last used on (B)(6) 2024 on system (B)(6). The instrument had 5 uses remaining after last use. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.